Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited intermittent low pacing impedance. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016 during routine device change out. The patient's condition was stable and would continue to be monitored with regular follow-ups.